Event description:
The following has been reported: clinical value analyst reported: per nursing report, upon priming the tubing with iron, it was noted that the medication started leaking out of the cassette flow dial. A new tubing set had to be used and the residual medication within the tubing was lost volume from the medication bag. A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
One sample was received for evaluation. The admin set was assembled as per the applicable drawing and the gold foil was correct. Residual medicine was observed in the set around the knob and the retainer. A primary line infusion passed successfully and was tested with a set rate of f 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. The primary line infusion passed successfully and was tested with a set rate of f 1000 ml/hr and set volume of 10 ml and primary line was connected to a saline solution bag. An underwater leak test was performed at 20 psi, a leak was found located at the connection of the knob and the retainer. The customer complaint is confirmed. The identified root cause is the cassette seal was not assembled correctly causing a leak in the flow dial. An incorrect or poor sealing of the cassette in the welder machine causing the reported leakage. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24j14027 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.